Event description:
The following information was reported: the balloon lost pressure at prep. Another mynx device was successfully used to achieve hemostasis. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Procedure type: left heart catheterization stick location: common femoral artery sheath size: 6f vessel size: 8 mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4).